Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high despite changing the set and treating. The blood glucose reading was as high as 499 mg/dl. The customer treated with an insulin pen. The customer reported that the drive support disk appeared normal and recessed and found one small air bubbles and no leaks. The customer reported that the site was not sore or irritated and that the cannula was straight. The customer declined to check settings. The customer was priming correctly. The customer declined to run a self test and would monitor the insulin pump. The customer was sent a tubing clamp so that he could call back to run the high pressure test.